Manufacturer narrative:
Approximate age of device - 2 years. The replaced external portion of the percutaneous lead (lead) was returned for evaluation. The reported low speed/pump stop events were confirmed via the submitted system controller log file, the log file captured low speed/ pump stop event while the patient was supported on the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. The approximately 22" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient was presented in emergency room. The patient had multiple pump stoppages while connected to the system monitor. The patient was instructed to stay on battery power.the manufacturer's technical service representative reviewed the submitted log files, and pump stoppages and low speed operations were confirmed. On (B)(6) 2018, the manufacturer's technical service representative arrived onsite for a distal end percutaneous lead (driveline) replacement. No open wires were found from phase interrupter test. Technical service performed a percutaneous lead repair ~2.5 inch from the exit site. All tests passed. After the replacement the patient was placed on grounded patient cable without further issues.